Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / physical pain, pain") and genital haemorrhage ("heavy bleeding / bleeding") in a 44-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included perimenopause. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vaginal discharge ("abnormal vaginal discharge, vaginal discharge"), urinary tract infection ("(bladder/ urinary tract/vaginal) type: frequent urinary tract infections") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain / cramping"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain, abdominal"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced rash ("skin rash, rashes or skin conditions type: itchy skin and small rash"), pruritus ("itchiness, rashes or skin conditions type: itchy skin and small rash") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced procedural pain ("suffered a long and painful post-operative recovery, resulting in missed work and lost wages"). On (B)(6) 2015, 9 months 21 days after insertion of essure, the patient experienced menopause ("perimenopause"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced skin burning sensation ("other injury(ies) or complication (s) please describe: burning itching sensation throughout entire body"). The patient was treated with solpadeine (tylenol 1), ibuprofen (motrin), ibuprofen (advil), diphenhydramine hydrochloride (benadryl), aciclovir (acyclovir [aciclovir]), antibiotics and surgery (partial hysterectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, migraine, rash, pruritus, alopecia, weight fluctuation, procedural pain, menopause, menorrhagia, urinary tract infection, depression, headache, weight increased, skin burning sensation and abdominal pain outcome was unknown, the vaginal discharge was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, skin burning sensation, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results: on (B)(6) 2015, an hysterosalpingogram (hsg) test was attempted, however the test was unable to be performed due to her heavy bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease, treatment medications, new events menopause, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, headache, weight increased, skin burning sensation, abdominal pain and device monitoring procedure not performed added. Outcome for the event vaginal discharge added as recovering / resolving and for event vaginal haemorrhage added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / physical pain, pain"), genital haemorrhage ("heavy bleeding / bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 44-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included multi gravida and hot flashes. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included perimenopause, hypertension, cystitis interstitial and vaginal irritation. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vaginal discharge ("abnormal vaginal discharge, vaginal discharge"), urinary tract infection ("(bladder/ urinary tract/vaginal) type: frequent urinary tract infections") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain / cramping"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain, abdominal"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced the first episode of rash pruritic ("skin rash, rashes or skin conditions type: itchy skin and small rash"), the second episode of rash pruritic ("itchiness, rashes or skin conditions type: itchy skin and small rash") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced procedural pain ("suffered a long and painful post-operative recovery, resulting in missed work and lost wages"). On (B)(6) 2015, 9 months 21 days after insertion of essure, the patient experienced menopause ("perimenopause"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and skin burning sensation ("other injury(ies) or complication (s) please describe: burning itching sensation throughout entire body"). The patient was treated with solpadeine (tylenol 1), ibuprofen (motrin), ibuprofen (advil), diphenhydramine hydrochloride (benadryl), aciclovir (acyclovir [aciclovir]), antibiotics and surgery (partial hysterectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, migraine, the last episode of rash pruritic, alopecia, weight fluctuation, procedural pain, menopause, menorrhagia, urinary tract infection, depression, headache, weight increased, skin burning sensation and abdominal pain outcome was unknown, the vaginal discharge was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, procedural pain, skin burning sensation, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of rash pruritic and the second episode of rash pruritic to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: negative on (B)(6) 2015, an hysterosalpingogram (hsg) test was attempted, however the test was unable to be performed due to her heavy bleeding, urine hcg test is negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / physical pain, pain"), genital haemorrhage ("heavy bleeding / bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 44-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included multi gravida and hot flashes. Concurrent conditions included perimenopause, hypertension and cystitis interstitial. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vaginal discharge ("abnormal vaginal discharge, vaginal discharge"), urinary tract infection ("(bladder/ urinary tract/vaginal) type: frequent urinary tract infections") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain / cramping"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain, abdominal"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations"). In (B)(6) 2015, the patient experienced the first episode of rash pruritic ("skin rash, rashes or skin conditions type: itchy skin and small rash"), the second episode of rash pruritic ("itchiness, rashes or skin conditions type: itchy skin and small rash") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced procedural pain ("suffered a long and painful post-operative recovery, resulting in missed work and lost wages"). On (B)(6) 2015, 9 months 21 days after insertion of essure, the patient experienced menopause ("perimenopause"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and skin burning sensation ("other injury(ies) or complication (s) please describe: burning itching sensation throughout entire body"). The patient was treated with solpadeine (tylenol 1), ibuprofen (motrin), ibuprofen (advil), diphenhydramine hydrochloride (benadryl), aciclovir (acyclovir [aciclovir]), antibiotics and surgery (partial hysterectomy performed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, migraine, the last episode of rash pruritic, alopecia, weight fluctuation, procedural pain, menopause, menorrhagia, urinary tract infection, depression, headache, weight increased, skin burning sensation and abdominal pain outcome was unknown, the vaginal discharge was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menopause, menorrhagia, migraine, pelvic pain, procedural pain, skin burning sensation, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of rash pruritic and the second episode of rash pruritic to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: negative. On (B)(6) 2015, an hysterosalpingogram (hsg) test was attempted, however the test was unable to be performed due to her heavy bleeding, urine hcg test is negative. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received: event "abnormal uterine bleeding", lab data, other relevant history, concomitant dug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain / physical pain and heavy bleeding. A partial hysterectomy was performed to remove micro-inserts 10 months after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / bleeding") and pelvic pain ("severe pelvic pain / physical pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perimenopause. On (B)(6) 2015, the patient started essure. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain / cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines"), rash ("skin rash"), pruritus ("itchiness"), alopecia ("hair loss"), vaginal discharge ("abnormal vaginal discharge") and weight fluctuation ("weight fluctuations"). In november 2015, the patient experienced procedural pain ("suffered a long and painful post-operative recovery, resulting in missed work and lost wages"). The patient was treated with surgery (partial hysterectomy performed on (B)(6) 2015). At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, migraine, rash, pruritus, alopecia, vaginal discharge, weight fluctuation and procedural pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, migraine, rash, pruritus, alopecia, vaginal discharge, weight fluctuation and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results: on (B)(6) 2015, an hysterosalpingogram (hsg) test was attempted, however the test was unable to be performed due to her heavy bleeding. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain / physical pain and heavy bleeding. A partial hysterectomy was performed to remove micro-inserts 10 months after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.